Manufacturer narrative:
The keyswitch was replaced and the system tested. The system was found to be working as intended and returned to service.

Event description:
It was reported that during a preventative maintenance call it was discovered by a ge rep that a key had broken off inside the safety interlock keyswitch making it inoperable. There was no adverse pt involvement reported. There was no pt info reported.